Manufacturer narrative:
Correction: remove statement "later in the day, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery." Add statement : "subsequently, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery."

Manufacturer narrative:
The t:slim g4 user guide states, "your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Tandem technical support reviewed the auto-off safety feature with the customer. Later in the day, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level ranged from 127 to 140 (mg/dl). Reportedly, the customer has manual injections available as alternate insulin therapy.